Event description:
Date of implant: 2004. It was reported that a patient underwent a spinal fusion with posterior implantation on levels l4-s1. Approximately 10 months post-op, patient was involved in a motor vehicle accident. A revision surgery was performed to remove 2 broken screws; however the fusion was complete and the entire construct was removed. A replacement was not required. No patient complications reported.

Manufacturer narrative:
Device has been explanted and returned; therefore product evaluation was possible. A visual macroscopic examination by a product engineer revealed that it was difficult to determine the cause of the failure from the parts supplied. Screws were broken in the second and third thread of the screw. Unable to determine the cause of the event. Lack of definition and the connotations implied by these terms.